Event description:
During product service by a baxter service technician, a flo-gard infusion pump was found to have experienced an f-38 alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced at the customer site by a field service technician as a part of preventative maintenance. Visual and functional testing identified the f-38 alarm. The cause was determined to be that the force sensing resistors (fsr's) were out of specification. To address this issue, the fsr's were replaced. The device was restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.